Event description:
It was reported that the patient had a very low grade atrial fibrillation. The p-waves were measured to be about 0.025 mv. Atrial capture could not be found. An x-ray would be performed to determine if the lead had moved.

Event description:
It was also noted that the atrial lead was explanted due to dislodgement.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Final analysis found a 1 mm fragment of proximal coil wire under the outer insulation lying on top of the proximal coil 2 cm from the end of the helix header. The wire fragment did not puncture or abrade the inner or outer insulation. Both ends of the wire fragment showed marks from a wire cutter indicating no fractures occurred within the lead and that this occurred during manufacturing. Coil continuity and resistance were found to be normal.